Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage with three infusion sets where infusion set tubing was leaking at onto the pad. The infusion set were in use for 2 hours to 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.